Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "wearable failure" occurred. It was reported that a wearable failure occurred. On (B)(6) 2026 the patient experienced being sweaty, ¿fainting¿ and was very nauseous. The emergencies were called and when a fingerstick was taken by the paramedics the blood glucose reading was 34 mg/dl. It was understood that the cgm device displayed a sensor failure around that time. The patient lost consciousness soon after the fingerstick was taken and was brought to the hospital. The next memory the patient has is that she is eating in the hospital. The patient was unsure of the specific treatments provided but believed she was given fluids. Further information was reported and the patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.